Event description:
It was reported that the device had an error 42 224 0004. It is unknown if there was patient involvement.

Manufacturer narrative:
E1: initial reporter facility name; (B)(6). B3: unknown; no information has been provided to date. One device received for investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual testing was performed and found damaged downstream occlusion (dso) seal and device showed error 42224. Functional testing was performed and found error 42224 and defective printed wiring assembly. The downstream occlusion (dso) seal, and printed wiring assembly was replaced.